Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient ipg had migrated out of body due to patient anatomy. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein entire scs system was explanted.